Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 16, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) during a stent placement procedure performed on (B)(6) 2021. During the procedure, the electocautery was unable to deliver current and could not puncture the tissue. The procedure was not completed because another of the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.